Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4) on 29-apr-2020. The most recent information was received on 25-may-2020. This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ('device explantation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 1 year 9 months after insertion of essure. On an unknown date, the patient experienced adverse reaction ("symptoms associated with the insertion of the devices"). The patient was treated with surgery. Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal and adverse reaction outcome was unknown. The reporter provided no causality assessment for adverse reaction and medical device removal with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2020: insertion date added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on (B)(6) 2020. The most recent information was received on 25-may-2020. This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ('device explantation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced adverse reaction ("symptoms associated with the insertion of the devices"). The patient was treated with surgery. Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal and adverse reaction outcome was unknown. The reporter provided no causality assessment for adverse reaction and medical device removal with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 29-apr-2020. This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ('device explantation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced adverse event ("symptoms associated with the insertion of the devices"). The patient was treated with surgery. Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal and adverse event outcome was unknown. The reporter provided no causality assessment for adverse event and medical device removal with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 29-apr-2020. The most recent information was received on 06-apr-2021. This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ('device explantation') in a female patient who had essure inserted. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 1 year 9 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: the patient attended a gynecology visit reporting symptoms associated with the insertion of the devices, surgery required to extract the devices. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-apr-2021: no new clinical information received, update to imdrf/FDA codes only - ha reference received (B)(4). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.